Event description:
The tech was drawing a syringe sample of apheresis blood for bacterial testing using the (B)(4). Blood leaked from the syringe and sprayed the tech's face. The tech was not wearing eye protection. She immediately flushed her eyes as a precaution and visited an outside facility for further eval. At the time of this report, it is unk if any add'l tests or treatment were administered.

Manufacturer narrative:
A single, used 03-220-bc device was received for investigation. The device was visually examined and a crack was observed in the 10 ml syringe barrel. The crack was examined under magnification and determined to be approx 2 3/8-inches long and extended along the length of the syringe barrel. The crack was located over the printed volume indicator scale of the syringe barrel. No other issues were observed on other syringe components or other portions of the 03-220-bc device. Model 03-220-bc, lot 126862 was mfg aug 25 - 29, 2011. A review of the device history record indicated there were no reports of issues related to this occurrence. A review of the incoming insp report for the 10 ml syringe lot used for 03-220-bc lot 126862 was also reviewed. There were no reported incoming insp issues related to this occurrence. Conclusion: the investigation of the returned device suggests the crack was caused by external force from an unk source. The unk source could have occurred at the syringe MFR, (B)(4), the end user's facility, or during shipping between any of the previously stated facilities. The syringe MFR has been notified of this occurrence. No further actions are required at this time as the event represents an isolated occurrence.